Manufacturer narrative:
Upon receipt at boston scientific (B)(4) laboratory, the complete lead was thoroughly inspected and analyzed. Several cuts were noted in the insulation which likely occurred at explant. The helix was noted to physically be normal. Additional testing concluded that the lead was electrically continuous, however, the pressure test failed as a result of the induced cut in the lead. No further testing was performed. The clinical observations were not able to be confirmed.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and fluctuating high pacing impedances. The patient was brought into clinic for follow up where it was determined the lead had dislodged. A lead revision procedure was performed. The lead was explanted and replaced with another ra lead. No additional adverse patient effects were reported. A request for the return of the lead has been made.

Event description:
The lead has been returned.